Event description:
It was reported that during a ptca treatment procedure involving an 80% stenotic lesion in an unspecified coronary artery, the maverick otw balloon would not respond to the inflation attempt. The pt was asymptomatic during this event. A 7f input introducer sheath, a 0.014" pt graphix guidewire, a 7f wiseguide guide catheter and an encore inflation device were also used in this case. The procedure was successfully completed. Pt status is reported as 'fine'.